Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+ and a mean pressure gradient of 4mmhg. An ntw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1. However, the gradient increased to 8mmhg. Although the gradient increased to 8mmhg, the physician was satisfied with the results of the procedure. However, post procedure, the patient's heart rate was uncontrolled, causing mr to increase back up to 3+. For treatment, the patient was given medication. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tachycardia. The recurrent mr was due to the tachycardia. Tachycardia and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures the reported medication required was a result of case specific circumstances as medication was given as treatment. There is no indication of a product issue with respect to manufacture, design or labeling.